Event description:
Medtronic received info that during implant, after this transcatheter pulmonary valved conduit (tcv) was advanced to the desired location, it was unsheathed in a slightly distal position. During attempts to gently pull the delivery system over the wire into the ideal position, the entire system fell into the right ventricle (rv), below the conduit. Surgical intervention, using endoscopic instruments, freed the tcv while advancing it over the guide wire into position. The tcv was then deployed uneventfully with excellent hemodynamic results. There were no post procedure complications, no pulmonary regurgitation and the pt was discharged four days post-procedure in excellent condition. The physician stated this was a procedural complication vs a device or delivery system failure.

Manufacturer narrative:
(B) (4): eval result = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusions can be drawn as to the performance of the valve or delivery system, however, the physician stated this was a procedural complication vs a device or delivery system failure.